Event description:
It was reported that during the implant attempt, there was a lot of noise. The physician deemed it unsafe to implant the lead. The follow-up information received, indicated that the physician felt the lead may have been compromised therefore, the physician decided to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.